Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). Analysis of the 9733597 found that the connection cabling/hardware was damaged. As reported, the cable jacket was separated at the lemo connector, exposing the shield wire. No bare conductors had been exposed. A continuity check revealed a short from pins 4 to the shield. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the axiem cable coating was peeling off. Issue found during inspection. There was no patient present when the issue occurred.